Event description:
A patient called to inquire about elevated results with a one touch ultra meter purchased six weeks earlier as compared to the lab. The patient's blood glucose results were all at 7:30 and 10:30 a.m on three different days. Tests were done at the same time using blood from the finger for their meter tests and from finger or ear for the lab test. Meter 387 compared to the labs 257 mg/dl. Meter 414 compared to the labs 316 mg/dl. Meter 382 compared to the labs 250 mg/dl. Meter 384 compared to the labs 289 mg/dl. Meter 353, compared to the labs 253 mg/dl. It is unknown if all readings were fasting or if some fasting and other fed state. Patient was in the hospital for diabetes training when the comparisons were made. At the request of the representative, the pt learned that the hospital used an instrument called integra that is plasma calibrated. Pt is being treated for anemia because of a severe inflammation in their gullet. Pt does not know the medication's name nor their hematocrit. Pt had compared the subject meter to their other ultra; both results were identical.patient did not experience any adverse events. No further information has been reported.